Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. An unknown number of clips were implanted successfully. On (B)(6) 2024, the patient returned for a planned triclip procedure to treat functional tricuspid regurgitation (tr) grade 4. It was noted that the patient's mr had returned to grade 3 as the disease had progressed. Two triclip xtw (lot: 30517 and lot: 30809) were implanted on the tricuspid valve successfully, reducing tr to grade 2. Then, the triclip steerable guide catheter (tsgc) was used to implanted a mitraclip ntw (lot: 30727) to treat the recurrent mr. The physician was aware using a tsgc with a mitraclip is against IFU. There was no device issues. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mr appears to be due to the progression of disease. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.